Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with two unknown gel breast prostheses and experienced bilateral device migration post-operatively. The patient stated they were sliding out of the pockets. As a result, the patient underwent explantation on (B)(6) 2022. If additional information is received relating to the device, a supplemental report will be sent. This report is for the left side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: device migration. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).